Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect compressor assembly is not available for analysis due to customs issues. At this time, vyaire medical has not received the suspect compressor for evaluation and does expect the return of the compressor assembly. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved inoperative internal compressor component on this avea ventilator device. The customer stated no patient involvement with this event.